Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system shutdown intermittently in the middle of an unspecified procedure. The user rebooted the ultrasound system but the problem persisted. Another system was brought in to complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the new date received by manufacturer (see section g4); update the device available for evaluation (see d10), provide the type of report (see section g7); provide the type of reportable event (see section h1); provide the type of follow-up (see section h2); update the event problem and evaluation codes (see section h6); and provide additional manufacturer narrative (see section h10). In this case, the customer service engineer (cse) replaced the power supply module (psm) and reloaded the software. The psm associated with the event was returned to the supplier, who performed tests on the unit. The supplier stated that the psm unit passed all tests, and the reported issue could not be reproduced by them. Review of the log files provided by the cse found multiple instances of improper shut down sequences by the customer. Based on the investigation, engineer stated that it is likely that the improper shut down sequences done by the customer corrupted the hard disk, which caused the reported symptoms. The acuson sc2000 system instructions for use state: warning: to prevent the loss of data that results from unplugging the system from the power outlet before the system has completed its shutdown sequence, follow the system shutdown instructions in the system setup chapter in the instructions for use manual. (B)(4).